Event description:
Customer was hospitalized with high blood glucose and dka. Prior to hospitalization, customer was vomitting and had ketones. Customer also reported that he was having no delivery alarm. Troubleshooting was performed and pump appeared to be functioning normally.